Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of infection and vaginal discharge from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Product and lot # please provide date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced an infected mesh and profuse vaginal discharge. It was also reported that the patient required removal of vaginal portions of the mesh under general anesthetic and major surgery. Additional information was requested.